Event description:
When dr observed the pt after the operation, the flow was not good/smooth. It seemed the valve was obstructed. He inspected the valve after removal and estimated it was potentially occluded.